Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis found that the insulation was abraded at two locationswhich resulted in the reported impedance anomaly.

Event description:
It was reported that the left ventricular lead exhibited an insulation anomaly, impedance greater than 3000 ohms and loss of capture. The lead was explanted and replaced.